Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to incorrect brightness settings. The event can be detected/prevented by following the instructions for use which state: 8.2 troubleshooting guide¿ to the instruction manual of clv-s400 (figure no. Ra0486, edition: 9). Irregularity description: the field of view and the image are too dark or too bright. Possible cause: the brightness is unsuitable. Solution: adjust the brightness to a suitable level as described in section 5.5, ¿adjusting the brightness¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer was advised to make sure the light source cable was seated correctly, ensure the auto / manual brightness was set up to 0 and the auto/manual brightness was not set up to 0. After which white balance should be completed. The customer noted that the issue resolved after the steps and image quality was a lot better. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus technical assistance center (tac), that the visera 4k uhd xenon light source light intensity was not good. There were no reports harm associated with the event.